Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observation from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. The observed guide break and foot separation were not reported and most likely occurred during removal of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned prostyle device found that the guide was broken at the distal end of the guide tube and held together by the actuator wire. Additionally, the anterior foot had a separation and the separated portion was not returned. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device after an unspecified procedure. Reportedly, the sutures were noted to be loose when removing the plunger after deployment. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.